Manufacturer narrative:
Continued e1 -- phone number: (B)(6). Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "broken prosthesis".

Event description:
Healthcare professional reported a side unspecified "broken prosthesis". The device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 12/feb/2024.

Event description:
Physician reported a "broken prosthesis". Physician has further confirmed rupture and capsular contracture baker grade: iii diagnosed by intraoperative finding. This relates to the left device. The device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Additional, changed, and/or corrected data: h.6. Reason for reoperation: device photograph(s) for the device related to the reported event of rupture and capsular contracture was requested on july 31, 2024. It is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported a side unspecified "broken prosthesis". The device has been explanted.

Event description:
Physician has further confirmed rupture and capsular contracture baker grade: iii diagnosed by intraoperative finding.